Event description:
The pt received two scs systems. It was reported the pt had erosion at the ipg pocket site of her cervical system. It was reported the pt had lost 35 pounds and the stimulator had not helped her pain. F/u identified the physician removed the pt's entire cervical scs system on (B)(6) 2012.

Manufacturer narrative:
Method: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.